Event description:
It was reported when using the bd pyxis medstation es system drawer not detected on bus. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the motorized air brake fuse was blown. The field service engineer replaced motorized air brake fuse to resolve. The system functioned as intended after the field service engineer repaired the device.